Event description:
A hospital in (B)(6) reported via our distributor that two rt340 adult breathing circuits had damaged heater wire pins. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the two complaint devices were received and were visually inspected for damage. The pins of the inspiratory and expiratory limbs were tested to see if they could be connected to a heater wire adaptor. Results: it was found that the heater wire pins in both inspiratory limbs were bent, therefore full insertion of the heater wire adaptor was not possible. Visual inspection of the evaqua expiratory limbs revealed a hole in each. One device had a hole about 8cm from the proximal connector and the other device had a hole about 49cm from the proximal connector. The evaqua limbs appeared to have been punctured or scratched with a blunt object. A lot check was not performed as no lot number was provided. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. We were unable to determine how the limbs came to be damaged. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.